Event description:
It was reported that the 9800 system had dark images during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video cable and high voltage cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.